Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. It should be noted that the graftmaster rapid exchange (rx), coronary stent graft system, domestic instructions for use (IFU) states: note the product use by date specified on the package. The investigation determined the reported device expiration issue appears to be related to the use error and the IFU deviation contributed to the reported event. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Event description:
It was reported the procedure was to treat a perforation in the saphenous vein graft to posterior descending artery. Two 3.50x19mm graftmaster stents were deployed, sealing the perforation. It was noted one device was used past the expiration date. No additional information was reported.